Event description:
It was reported to boston scientific that during a ureteroscopy procedure, the basket opened, but would not close. The physician completed the procedure with a different device. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.